Manufacturer narrative:
(B)(4). One flexability ablation catheter was returned for evaluation. The results of the investigation concluded that the catheter ablation simulation test with no anomalies noted. In addition, electrical testing revealed no anomalies. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported cardiac perforation remains unknown. Per the IFU, vascular perforation is a known inherent risk of any electrode placement.

Manufacturer narrative:
(B)(4).

Event description:
During a pulmonary vein isolation procedure, a cardiac perforation occurred. Geometry was collected in the left atrium using a reflexion spiral and a flexibility ablation catheter was used to collect further geometry. As the flexibility ablation catheter was placed in the left atrium, the patient complained of chest pain and the catheter was noted outside of the geometry between the left atrial appendage and left superior pulmonary vein. Angiography was performed, which revealed staining of contrast in the pericardial space. The patient remained stable, so the case was completed successfully while monitoring the effusion with an ice catheter and no further intervention was required. There were no performance issues with the flexibility ablation catheter.